Manufacturer narrative:
The cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
The foggy image. This event occurred at the time of before use. There was no report of patient harm.